Event description:
It was reported that the ilet user experienced hyperglycemia after a usual dinner of 46 grams of carbohydrates and approximately 2.5 ounces of orange juice, with a highest recorded blood glucose of 332 mg/dl; the patient reported seeing insulin drops during tubing testing and was using a steel infusion set with tubing changed the prior day. Symptoms included shakiness and nausea. Outcomes included no hospitalization and resolution guidance through troubleshooting and education. Investigation included user-guided tubing priming verification and infusion set assessment. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause, with potential contribution from meal composition and beverage intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.